Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to treat a chronic type b dissection. The device deployed distal to the intended position, did not fully expand due to the small true lumen, and unintentionally covered the superior mesenteric artery and the celiac artery. The device was explanted by opening the abdominal cavity and a new device was implanted more proximal than the first device. The pt was reported to be in good condition following the procedure.